Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support attempted to follow up with the customer to obtain further information, but ultimately closed the case due to a lack of response from the customer.